Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709sc, lot# n183309002, implanted: (B)(6) 2009, product type: catheter, ubd: 11-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (4,000 mcg/ml at 192.2 mcg/day), bupivacaine (30 mg/ml), and dilaudid (2 mg/ml) via an implanted pump. The patient¿s concomitant medication was 2 mg of dilaudid orally taking up to 6 mg/day. The indication for pump use was other chronic/intractable pain (trunk/limbs) and non-malignant pain. It was reported that the surgery was scheduled for pump explant. A dye study was not performed, because the plan was to just remove the pump and that was successful; however, when the hcp picked up the pump, it was discovered that the catheter was not in one piece. The catheter was not cut, but it was in two pieces. It was unknown why the catheter had come apart. A little piece of the catheter (about 4 inches) was still attached to the pump. It was noted that ¿it almost disintegrated apart, possibly because of the drug concentration¿. After exploring, the hcp was able to find the other part of the catheter. That piece was then tied off and left in the patient. A stitch was put in it to keep that end of the implanted portion in the pump pocket so that it could be found in the future if need be. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3 ¿ analysis of the returned catheter segment found ¿catheter sutureless connector ¿ coring in seal ¿ leaks observed during leak test¿ and ¿catheter body ¿ broken¿. Analysis of the pump found ¿pump fluid path ¿ leaking outlet port due to damaged o ring¿ and ¿pump failed lab dispense test ¿ below spec¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.